Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: carr, a, keyes, g, miller, r, o¿connor, j, & goodfellow, j. (1993) medial unicompartmental arthroplasty a survival study of the oxford meniscal knee. Clinical orthopaedics and related research. Number 295, pp 205-213. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article entitled, "medial unicompartmental arthroplasty a survival study of the oxford meniscal knee" this complaint is associated with a report of disease progression in the lateral compartment of any joint. There has no further information provided and the patient outcome is unknown.